Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated the impedance of the right ventricular pacing lead was below the expected lower range and beyond the expected upper range. Analysis of the data indicated pacing capture threshold in the right ventricle was rising and elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for low pacing impedance on the right ventricular (rv) lead. Thresholds were also noted to have risen to an elevated level. It was also reported that the right atrial (ra) lead was occasionally undersensing p-waves. Follow up yielded no further information and both leads remain in use. No patient complications have been reported as a result of this event.